Event description:
The extension set was placed on (B)(6)2009 and the tubing was found separated from the hub portion on (B)(6)2009.

Manufacturer narrative:
The sample has been received and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).